Event description:
The straumann regulatory department has received four warranty claims reporting failed implants not manufactured or distributed by the (B)(6) group. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref: mw5188163, mw5188164, mw5188166.